Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the doctor was implanting a long term catheter via right ij vein and used the line to secure the catheter. The operation was successful. The nurse used the non-alcoholic iodophor to maintain. (B)(6) 2013, the pt came to hospital and told the doctor that his catheter was out of the position, the doctor checked and found the tissue in-growth present on the cuff and the catheter was detached from the cuff. The doctor has to extraction the cuff and catheter and change a new catheter.